Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a probe broke off within the vertebral body during surgery. The physician felt it was less harmful to leave the tip in place rather than trying to remove it. An alternative probe was used to complete the procedure. The patient is reported to be doing well post-operatively.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a probe broke off within the vertebral body during surgery. The physician felt it was less harmful to leave the tip in place rather than trying to remove it. An alternative probe was used to complete the procedure. The patient is reported to be doing well post-operatively.

Manufacturer narrative:
Additional information: method, results, and conclusions - the device was not returned for evaluation. However, a photo and x-ray were provided and used for evaluation. The tip of the device was confirmed to have fractured off just above the bone. It is likely that after the device was inserted, an off-axis force was applied causing it to fracture. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a probe broke off within the vertebral body during surgery. The physician felt it was less harmful to leave the tip in place rather than trying to remove it. An alternative probe was used to complete the procedure. The patient is reported to be doing well post-operatively.